Event description:
It was reported a power-on reset message was shown on the programmer and recharger. It was also reported, the implantable neurostimulator was not opened or implanted so the error code associated with the message was not able to be accessed. It was reported the healthcare professional "didn't feel comfortable" implanting the device if they did not know if the power-on reset could be cleared at the time of implant. It was also reported there was no injury to the patient.

Manufacturer narrative:
(B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: this ins was received in an unopened shrink-wrapped box and had experienced a parity power-on reset (por). According to the trace report taken from the ins, the parity por count was at 5. This indicates that a recharger and/or programmer had communicated with the ins 5 times after a parity por had occurred and prior to it being cleared. The firmware in the ins was designed so that if a parity error is recorded in the log, then a por will take place and the customer will be informed via the physician programmer, patient programmer, or recharger. Until the parity por is cleared, the firmware in the ins assumes another parity por has occurred and will continually inform the customer that a por has occurred. This issue will occur whenever a parity por is the last por logged in the ins. The ins passed functional testing and recharged normally.

Manufacturer narrative:
Supplemental submitted to correct conclusion code and result codes.